Manufacturer narrative:
Initial.

Event description:
It was reported that the patient deployed the infusion set incorrectly during a site-only change, inserting the applicator needle without the set being properly secured to the body, which resulted in the infusion site not attaching; education and troubleshooting were provided and a subsequent site-only change was completed successfully. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with an improper or incorrect procedure, and the component involved was the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.